Event description:
Customer reported that their pump screen was dark and would not turn on, which caused their blood glucose level to rise to 590 mg/dl. Customer addressed elevated bg by a correction injection via manual insulin therapy. The customer reverted to a backup insulin pump.